Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
Limited information was reported. The physician preformed a novasure endometrial ablation (exact date unknown). One day post procedure the patient was experiencing severe pelvic pain. The patient's white blood cell count and c-reactive protein (crp) were elevated. We have been unable to obtain additional information surrounding this event.